Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2014. The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided.   A batch review of potentially associated lot numbers h13e17016, h13h08043, h13i25011, and h13h30047 involved in this event will be performed. A trend review will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lots h13e17016, h13h08043, h13i25011, and h13h30047. There were no issues detected during the manufacturing processes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 5 of 5 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin intraperitoneally (ip) (2 grams, three times a week) and ceftazadime (1 gram, daily). The cause of the peritonitis was unknown. At the time of this report, the patient was reported to have recovered from the peritonitis. No additional information is available at this time.